Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display on the insulin pump went blank. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. The customer inserted a different brand battery and the display did not return. Blood glucose value is unknown. The customer was advised to insert a new recommended battery type as soon as possible and to revert to back up plan if the display does not return. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to battery tube connector not plugged in properly. The insulin pump was unable to perform the displacement test due to blank display. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.